Event description:
Hcp reported the catheter was removed due to a break, tear, or hole. The device was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.